Event description:
The customer reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer service educated the caller about the issue, explaining that insulin on board resets when the pump turns off, and provided information and instructions for updating the pump software to prevent future occurrences. The caller understood and acknowledged the guidance provided.